Manufacturer narrative:
The threaded extension of the pedicle screw was detached from the screw head. The screw head was distorted on one side, and the threaded extension head was damaged on two sides of the hexagon. This type of failure is probably due to a bending force applied on the threaded extension during the tightening of the nut. Normally, the crimping of the screw head wouldn't withstand the bending stresses applied during the final tightening of the nut. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of the tests performed on the device during its manufacturing comply with the requirements. (B)(4).

Event description:
When performing the final nut tightening on the pedicle screw, the threaded extension detached from the screw head.